Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient was hospitalized due to redness and swelling of the skin flap at the implant site. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information: section b.3, d.6b, & b.1, b.2 & h.1. Correction information: section b.5, h.6. The recipient was not re-implanted. Revision surgery will be considered at a later time. A review of the device history record was completed and no anomalies were noted disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The surgeon confirmed the recipient reportedly experienced an infection. The device was discarded and will not return for analysis. The recipient is reportedly healing well. The recipient will be reimplanted at a later date. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.